Event description:
It was reported that a patient underwent a bilateral kyphoplasty procedure at l5. The balloon stuck when the physician attempted to remove it. When the shaft of the balloon was removed the plastic part of the balloon along with the 2 markers remained in the patient. The surgeon cemented the balloon in the vertebral body. The patient outcome was good. No additional information was reported.

Manufacturer narrative:
Method - followed up with company representative.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter does not turn on and unit has condensation under the display. These issues were not resolved with troubleshooting.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Failed to attach product return evaluation report on supplement 1 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event describeding the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Changed the catalog number from k09a to k08a on the product evaluation report. Changed the lot number from 0004875624 to 0004526445.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.